Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) we received the valve submersed in an unidentified liquid in the return kit. Blockage had also been suspected. Summary: first, we performed a visual inspection of the valve. No significant deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we dismantled the valve. Inside, there were no visible deposits observed inside the valve. Based on our investigation results we are unable to substantiate the claim of occlusion. At the time of our investigation, the valve was shown to be permeable. Despite the lack of significant deposits, it is possible that even non-visible or small amounts of build-up could have led to a temporary compromise of the valve and to the observed malfunction in the past. As described in scientific literature, the problem encountered is one of the known inevitable risks o hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of he final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav was suspected of underdrainage postoperatively. The patient was originally implanted on (B)(6) 2017. The valve was explanted on (B)(6) 2017 and returned to the manufacturer for evaluation. Further details were not provided. Height: 170 cm.